Event description:
Heli-fx endoanchors ((B)(6)) were implanted to treat a type ia endoleak which occurred on an endurant stent graft implanted. It was reported during the evar procedure, after three endoenchors were successfully implanted, the applier stopped working and the remaining endoanchors were unable to be implanted. There was no damage to the heli-fx packaging/box and no damage noted on the applier. No error lights were identified, the device shut off soon after an endoanchor was deployed. It was reported that the endoleak improved after the endoanchors were implanted, but it did not resolve. Battery failure was suspected after several attempts to restart the device failed. Subsequently, the applier was replaced with a new device and the procedure was completed. Per the physician the cause of the type ia endoleak is anatomy related. No additional clinical sequelae were reported, and the patient will be monitored.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.